Manufacturer narrative:
The technician found the gas springs were not functioning. He replaced the gas springs to repair the stretcher.

Event description:
Info received indicates the head section is stuck in the raised positon and will not lower past 45 degrees.